Event description:
It was reported that the customer transported to the hospital via ambulance due to diabetic ketoacidosis. Customer reported both a blood glucose (bg) of 33 mg/dl and 406 mg/dl. Although requested, the customer refused to provide further information so the bg level could not be clarified. Customer declined to answer any additional questions regarding the event so no additional information can be provided.